Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and performed visual inspection and found insertion needle bent inside the sensor base. Unable to confirm that the customer received the sensor in that condition due to product being returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother called in to report that the a few sensor needles fell out. The customer's blood glucose level was 140 mg/dl. The sensors were replaced and will be returned for analysis.